Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-30790, 1627487-2020-30791. It was reported patient suffered a fall in (B)(6) of 2020 and fell right on the ipg. This resulted in ineffective stimulation and high impedances. As a result, to address the issue physician replaced the ipg and extensions. Post operatively, effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.